Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alert with prime rewind anomaly. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. Customer stated they were unable to exit the preparing to prime loop and the rewind message occurred after an alarm. The drive support cap is sticking out. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery test. No compromised force sensor system alarm noted during test..